Manufacturer narrative:
Additional manufacturer narrative: this patient also had another device explanted; (B)(6).

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 61 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report of (B)(6) 2010 (report for (B)(6) 2010 surgery not provided), this is a (B)(6) year-old man who had a mitral vale repair by robot a few years ago. This failed and he had severe recurrent mr. He was operated on (B)(6) 2010; the ring was removed and replaced with another edwards annuloplasty ring. No other details regarding this event have been provided. Furthermore, there have not been any allegations of a product malfunction.